Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/17/2009 and 12/03/20009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for a different model approximately four months following the initial implant surgery. The surgeon reported that the pt was not happy with her vision after the exchange. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the replacement lens.